Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld was mixed with 25 ga blunt needle. The following information was provided by the initial reporter: material no. 301643. Batch no. 8145517 it was reported what appears to be a 25 ga blunt needle was mixed in a bag of 27ga blunt needles. Please acknowledge the following complaint regarding a mixed component. We identified what appears to be a 25 ga blunt needle, 05-8017 (301644) mixed in a bag of 27ga blunt needles, 05-8020 (301643). Date identified: (B)(6) 2019.

Manufacturer narrative:
Investigation: three (3) photos were provided by the customer for investigation. One (1) photo shows a light blue needle hub in a bag of grey needle hubs. The second (2nd) photo show a bag label. The third (3rd) photo shows the light blue needle hub next to the grey needle hub on a white background. A different assembled needle hub and needle can get hung up in the nip assembly process and be introduced to a different batch if a proper line clearance is not performed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ needle ns 27ga 1in blt sq grd w/o shld was mixed with 25 ga blunt needle. The following information was provided by the initial reporter: material no. 301643, batch no. 8145517. It was reported what appears to be a 25 ga blunt needle was mixed in a bag of 27ga blunt needles. Please acknowledge the following complaint regarding a mixed component. We identified what appears to be a 25 ga blunt needle, 05-8017 (301644) mixed in a bag of 27ga blunt needles, 05-8020 (301643). Date identified: (B)(6) 2019.